Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that they hospitalized duo to diabetic ketoacidosis and hyperglycemia. Customer¿s blood glucose level was over 22.2 mmol/l, 17.8 mmol/l, 7.3 mmol/l, 17.3 mmol and other blood glucose level was 33.3 mmol/l. Customer reported that the insulin pump stopped working. Customer gave herself a few boluses via insulin pump and eat 71 gram carbs. Customer reported that the insulin pump rewind three times and placed the reservoir in again and again, she got insulin flow blocked alarm every time. Customer reported that there are no insulin pump errors, but post reset alarm was present. Customer reported that the insulin pump passed self test, did not perform other tests. The insulin pump will not be returned for analysis.